Event description:
On (B)(6) 2017, quest diagnostics infectious disease (qdid) medical director received a call from md doh related to a possible discrepant zika test result (potential qdid rt-pcr false positive) for an asymptomatic pregnant woman with recent travel history to (B)(6). Md doh was to investigate more and called back on (B)(6) 2017 with their conclusion that the qdid rt-pcr results was a false positive due to igm negative test result 18 days post-travel to (B)(6). Reagents were within expiration dating and showed no clear trends. Extraction and pcr runs/batches showed that all pcr CT values and amplification curves for the assay controls were valid. Pcr CT values and amplification curves for the pt specimens were properly interpreted as specified in the approved procedures. As of (B)(6) 2017 the total volume of zika rt-pcr tested at qdid in (B)(6) is 22, 301. The number of positive samples is 1127 for 5.05%. The total number of potential discrepant results is 15 (one of which is this report) which represents 1.3% of the positive results or 0.07% of all zika rt-pcr tests at this lab site. Because of the low rate of discrepant results (potentially false positives) results, quest has completed its complaint investigation at this time. The may 2017 gao report on "actions needed to address the challenges of responding to zika virus outbreaks" reports in appendix, v, table 6, the confirmed lod for serum results ranged from 500 - 1000 for the focus dx zika rna qualitative rt-pcr assay compared to the cdc trioplex assay's 1670-3300 indicating the possibility for higher sensitivity with the focus dx inc. Test.